Manufacturer narrative:
Investigation: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m149324 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m149324 and test base part number 190-430 / lot m149324. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m149324 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is is sample interference or cross contamination.

Manufacturer narrative:
Investigation not yet complete. Upon completion, the information will be provided in a supplemental report. Reference MFR number: 1221359-2021-01950.

Event description:
The customer reported false positive results with the ID now covid-19 assay for two (2) patients performed on (B)(6) 2021. This MFR. Report addresses patient one (1) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. The patient received negative results on a different ID now instrument using the same specimen and negative results with lamp test. No additional information was provided.